Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred. During the transseptal puncture, the needle perforated the atrial wall. The perforation was confirmed with fluoroscopy; the patient exhibited no symptoms and no intervention was needed to stabilize the patient. There were no performance issues with any abbott devices.